Event description:
Complainant alleged that during the biomedical engineering dept's routine testing and preventative maintenance, the device displayed error message code "error 44" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.